Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menometrorrhagia ("heavy menstrual bleeding/irregular and heavy menstrual periods,"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), depression ("depression"), migraine ("migraine headaches"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss") and headache ("severe headaches,"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, abdominal pain, back pain, dyspareunia, fatigue, depression, migraine, abnormal weight gain, abdominal distension and alopecia had not resolved and the headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, depression, dyspareunia, fatigue, headache, menometrorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff claimed that after the removal of the essure® device many of her symptoms resolved. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-oct-2018: summons received, essure stop date added. New event severe headaches added. Event menorrhagia updated to menometrorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.